Event description:
Event description boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) suffered a pneumothorax, as identified on a routine x-ray examination one day post implant. This required pleural drainage for five days, resulting in a longer hospital stay. The patient recovered.